Manufacturer narrative:
The customer reported complaint for the autopulse platform displayed "replace lifeband" message was confirmed during archive review and not during initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. As part of routine service during testing, the platform was examined and found damaged front and load plate covers, and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The physical damage found during visual inspection is considered unrelated to the reported complaint. The front and load plate covers were replaced and the sticky clutch plate was deburred to address the encoder drive shaft issue. The autopulse platform is a reusable device, therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated user advisory (ua) 02 (compression tracking error) and user advisory (ua) 17 (max motor on time exceeded during active operation) error messages were recorded around the reported event date, thus confirming the customer complaint. Based on the archive review, platform stopped compressions due to the user advisory (ua) 02. The patient was realigned and the platform was deployed again. The platform stopped after performing 340 compressions again due to the user advisory (ua) 17. However, the customer was able to clear the error and continue for another 21 minutes for a total 1001 compressions. Load cell characterization test was performed and it indicated that both of the load cells are within specifications. User advisories are clearable error messages and are designed into the platform to alert the operator that the autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. The user advisory (ua) 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a user advisory (ua) 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. Following the service and repair, the platform passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during patient use, the autopulse platform (sn: (B)(4)) displayed "replace lifeband" message after performing compressions for 1 and a half hours. During the trip the crew replaced batteries in the platform after 45 minutes of performing compressions. Manual CPR was performed for 15 minutes during the rest of the trip to the hospital. Rosc was not achieved and the patient expired. According to the reporter, the patient outcome was not attributed to the device. Per additional information received from the customer, the lifeband was disposed of due to the blood contamination from patient airway secretions and possible chaffing on the side of the chest and in the armpits of the patient due to an abrasion during the extended lifeband movement. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During the call, the autopulse platform (sn: (B)(4)) was used on a (B)(6) years old male patient that weighed approximately (B)(6) in cardiac arrest. The autopulse platform (sn: (B)(4)) displayed "replace lifeband" message after performing compressions for 1 and a half hours. During the trip, the crew replaced batteries twice in the platform after 45 minutes of performing compressions. Manual CPR was performed for 15 minutes during the rest of the trip to the hospital. Rosc was not achieved and the patient was pronounced dead in the hospital; however, the cause of death was not specified. According to the reporter, the patient outcome was not attributed to the device. Per additional information received from the customer, the lifeband was disposed of due to the blood contamination from patient airway secretions and possible chaffing on the side of the chest and in the armpits of the patient due to an abrasion during the extended lifeband movement.